Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 120 ng/ml with a data flag. This result was considered falsely high. The repeated result was 31 ng/ml. The sample was repeated because the initial result didn't match the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative cleaned the sample and reagent probes, performed a system air purge, and performed checks. The investigation is ongoing.

Manufacturer narrative:
The checks performed by the field service representative passed. The investigation did not identify a product problem. The investigation determined the issue was consistent with pre-analytical handling issues.